Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock and complaining of shortness of air, was implanted with an impella cp device for mechanical circulatory support. Upon start up, the patient was in pulseless electrical activity, epinephrine (epi) was given, and cardio-pulmonary resuscitation (CPR) was started. After two minutes CPR was stopped and pulse was present, p-level was increased to p-9. Physician was able to wire the right coronary artery (rca) and perform percutaneous transluminal coronary angioplasty (ptca), but before the stent was placed, the patient coded a second time. More epi and CPR were given and return of spontaneous circulation was achieved; three drug eluding stents were placed into rca. The patient's blood pressure (bp) stabilized, and physician then moved into the left coronary artery. The left anterior descending (lad) and circumflex (cx) were wired. Ptca was performed to the cx. The patient started going in and out of ventricular tachycardia (vt) and was sync cardioverted multiple times. Lad and cx were stented. Bp continued to drop. Multiple drops were started, and fluid was given. Suction alarms were present. Echo was called in to check for placement and left ventricle/right ventricle function. The patient was made to do not resuscitate. Suction alarms started occurring as bp continue to drop and the patient expired. Medical safety review of the event note that there is not enough evidence to exclude impella as an associated factor in the patient's outcome. Patient's peri-procedural condition was poor.